Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown acetabular screw. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that the patient had her right hip replaced by dr. (B)(6) did this revision surgery. She was revised for pain. Dr. (B)(6) removed the acetabular component, at that time he noted a broken screw was left in the patient. She also had metal debris. Dr. (B)(6) then reimplanted a tritanium cup and liner.